Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. (B)(4)

Event description:
Information was received from a manufacturer representative regarding the delivery of hydromorphone (10mg/ml, 2mg/day) and clonidine (500mcg/ml, 100mcg/day) in an implantable infusion pump for non-malignant pain and lumbar radiculopathy. The hospital contacted t he manufacturer representative on (B)(6) 2015 and requested the pump be shut off temporarily until the physician could diagnose the patient. The patient presented to the emergency room (ER) (from nursing home) unresponsive with a respiratory rate of 9 (per minute), low blood pressure, and a blood sugar of 49. The patient was arousable with d5 (dextrose 5%) and narcan, so the pump was temporarily stopped (magnet placed over pump to cause a motor stall). The magnet would have been removed if the patient showed signs of withdrawal. It was unknown if the patient had taken any oral medication. The next day, the physician ordered the pump to be programmed off until the patient's level of consciousness improved (the magnet was taped over the pump when the pump was programmed off). The pump motor stalled due to the magnet placement. The pump seemed to have been functioning properly until the magnet was placed. No surgical intervention occurred. Additional information was requested from the healthcare provider (hcp) regarding diagnostics/actions/interventions required to resolve the issue. History: diabetes, "agent orange", ulcer on left heel with current osteomyelitis, poor circulation, neurogenic bladder